Manufacturer narrative:
A customer from the united states, (B)(6), alleged two result discrepancies with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g09245. An investigation was performed to rule out any reagent kit involvement and no product problem was identified during the investigation. It is likely the discrepancies alleged are due to sample specific factors and the separate sample collections. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states, (B)(6), alleged two result discrepancies with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g09245. Two patient samples generated positive results but additional testing on recollected samples generated negative results for both patients. The discrepant results were released, as such, an MDR will be filed for each patient sample per FDA guidance. No additional information regarding sample collection or preparation is available. A review of the CT values of the original sample for patient 1 indicates it is near the limit of detection (lod). Lod studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. Although unknown, this discrepancy for the second patient sample is likely due to sample specific factors and could be related to the separate sample collections for this patient. An investigation was performed to rule out any reagent kit involvement and no product problem was identified during the investigation. Review of the run data showed the positive control performed in line with release data. Review of the curves of the control did not show any major shift or suppression. The curves of the samples alleged looked normal. All of the information available in the case supports that the test is functioning as intended. It is likely the discrepancies alleged are due to sample specific factors and the separate sample collections.